Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
The customer reported one potential false positive result on the alinity m sars-cov-2 assay. Sample ID (sid) (B)(6) was tested (B)(6) 2022 with a positive result. The patient reported a potential discrepant result as they had tested negative at another facility with lucera rapid test on (B)(6) 2022. The patient was questioning their positive result. The patient stated that they had tested twice in the past with curative and has received positive results: sample ID (B)(6) on (B)(6) 2022 as positive and sid (B)(6) on (B)(6) 2022 as positive. Patient currently has no symptoms. There was no report of impact to patient management.

Manufacturer narrative:
D4 and h4: the device lot number has been identified in the course of investigation and the applicable lot number and manufacture/expiry date has been populated. Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review. The customer data review for the reported false positive sample was performed. The run involving the alleged discrepant result was valid, met assay specification requirements, and no error codes or flags were displayed for the controls. No abnormal amplification curve was identified, and the assay is performing as expected with correct interpretations. There is no indication that alinity m sars-cov-2 amp kit (list 09n78-095) lot 530985 is performing outside of established design performance specifications. A product deficiency was not identified by this evaluation. Quality data review. Device history record (DHR) / batch record review: the DHR review for alinity m sars-cov-2 amp kit (list 09n78-095) lot 530985 did not identify any issues which could result in the reported complaint. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. Corrective action preventive action (CAPA) / non-conformance (nc) review: the CAPA review for alinity m sars-cov-2 amp kit (list 09n78-095) lot 530985 was performed to identify any records that were potentially related to the reported complaint. The review did not identify any existing internal issues or nonconformances related to the reported complaint. Complaint history review. A lot specific complaint history review was performed to identify related complaints to the ticket being investigated,which reported a discrepant sars-cov-2 result while using alinity m sars-cov-2 amp kit (list 09n78-095) lot 530985. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for alinity m sars-cov-2 amp kit (list 09n78-095) lot 530985 was not identified.